Manufacturer narrative:
On 09-mar-2023 the field service engineer (fse) decontaminated the instrument and checked rinse levels. Mechanism checks, cell blank calibration, and qc were performed. The service maintenance actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for lithium on a cobas 8000 c 502 module. Examples of discrepant results were provided for 2 patient samples. Patient 1 initial result was 0.97 mmol/l. The repeat result was 0.57 mmol/l. The result from an external laboratory using an unknown method was 0.60 mmol/l. Patient 2 initial result was 1.01 mmol/l. The repeat result was 0.51 mmol/l. The result from an external laboratory using an unknown method was 0.60 mmol/l. No questionable results were reported outside of the laboratory. The lithium reagent lot number and expiration date were not provided.